Event description:
Status post bilateral mastectomy in 1989 with silicone breast implants. Returned for removal of implants due to complaint of "pain in joints." Decontaminated and given to pt, per request. (Recurrent sinus infections also noted.)